Manufacturer narrative:
12-feb-2026 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
[Oral-b] head came out... Round bit with the bristles fall out [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via phone reported that the brush head came out and round bit with the bristles fall out. No injury was reported. Follow-up 12-feb-2026: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
[Oral-b] head came out. Round bit with the bristles fall out [device breakage]. Case narrative: consumer via phone reported that the brush head came out and round bit with the bristles fall out. No injury was reported.